Event description:
It was reported patient was undergoing catheterisation and doctor was doing procedure and after he finished the procedure, he found the leaking at backron cuff area and when he tried to reopen and fix it again, he found the green sleeve was damaged. No patient harm reported. A new catheter was placed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient was undergoing catheterisation and doctor was doing procedure and after he finished the procedure, he found the leaking at backron cuff area and when he tried to reopen and fix it again, he found the green sleeve was damaged." No patient harm reported. A new catheter was placed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of compression sleeve damage was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and a relevant finding was identified for material c-70020-001. A non-conformance was initiated for batch 13c20d1444 for a previous complaint for tunneler/catheter disconnection. Based on the customer photo and customer description, the failure mode of the findings is unrelated to this complaint issue. The instructions for use (IFU) provided with this kit warns the user, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly." The customer report of damage to the compression sleeve was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.